Event description:
It was reported that the incision site was burned.

Event description:
It was reported that the incision site was burned.

Manufacturer narrative:
After physical examination of the returned product and simulation performed, no defect and/or manufacturing related condition was observed that could have caused the reported failure. No water (fluid) residue was observed inside the handle which could have caused the unit to malfunction and/or continuously activate during surgery. The unit passed all the visual and functional tests and were operating normally during the simulation performed, therefore, defective probe can be ruled out as a possible contributor. The most probable root causes for (heat- excessive heat delivered to body) when using a serfas energy probe, can be associated, but are not limited to: user error: a. Suction not connected with pinch clamp left open which allows hot fluid to leak out of the suction tube. B. Incorrect fluid management c. Probe clogged an increased temperature in the joint space caused by insufficient suction can lead to overheat irrigation fluid within the surgical area. Poor suction, as per risk management document, can be related to the following: - clogging - inadequate hospital suction - bad connection to hospital suction line - leak - pinch clamp left closed - probe bender use to bend non-bendable probe. No clogging issues of the serfas energy probe¿s tip were reported on this case, however, a possible clogging related issue that could have been cleared before the unit was returned cannot be ruled out. None of the other possible contributors for poor suction can be ruled out. Based on the risk management report, information provided and the returned unit's evaluation, the most probable root cause for the patient¿s burn could be related to inadequate fluid management. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.